Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found a stent strut at the proximal end of the crimped stent was damaged and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft and shaft polymer extrusion profile. No other issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-mar-2016. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery (lad). After a guidewire was advanced and crossed the lesion, predilation was performed with a 3.0x15mm non bsc balloon. Subsequently, a 32x3.50 promus premier drug eluting stent was advanced but failed to cross the lesion. Additional dilation was performed several times but the stent still failed to cross the lesion. The procedure was completed with a 3.5x23mm non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.